Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens with diopter -7.0 into the patient's right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2022 due to low vault and on (B)(6) 2022 a longer length lens was implanted and the problem resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).